Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("migration of the implant to the uterine level") in a female patient who had essure inserted (lot no. 761429). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. In 2012 she experienced lichen planus ("complication of lichen planus with oesophageal involvement requiring regular dilations"). On unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of lichen planus was unknown. No causality assessment was received for essure with regard to device expulsion or lichen planus. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) migration of the implant to the uterine level [partial expulsion of device] complication of lichen planus with oesophageal involvement requiring regular dilations.[lichen planus aggravated] case narrative: this spontaneous case was reported by a pharmacist and describes the occurrence of device expulsion ("migration of the implant to the uterine level") in a female patient who had essure inserted (lot no. 761429). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2011, the patient had essure inserted. In 2012 she experienced lichen planus ("complication of lichen planus with oesophageal involvement requiring regular dilations"). On unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy). At the time of the report, the outcome of lichen planus was unknown. No causality assessment was received for essure with regard to device expulsion or lichen planus. Lot number: 761429 manufacture date: 2010-07 expiration date: 2013-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 12-sep-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.